Manufacturer narrative:
Investigation of this report is currently in progress. The sample was not saved and no lot number provided for investigation. This report associated with MFR reprot# 2936999-2006-00654.

Event description:
On 6/23/06, nellcor puritan bennett received a report from the nicu clinical nurse specialist that they intubated an infant with a 3.0 uncuffed murphy endotracheal tube. When they started to withdraw the sylet, they noted some resistance and when it was removed, they found that part of the plastic sheath was missing, about 5 to 7cm of bare wire was visible at the distal tip of the stylet. The infant was extubated and reintubated using a like tube and a new stylet. The infant tolerated the procedure and is ok.